Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was no longer using the device and underwent an explant procedure. The explanted device was not returned to bsn.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.